Event description:
While ambulating with crutches, the end user's pajama bottoms caught on the crutches and he fell, opening his foot incision. He developed an infection and required additional surgery.

Manufacturer narrative:
End user was recovering from ankle/foot tendon surgery. He was ambulating and fell when his pajama bottoms caught on the wing nut of the crutch. When he fell, he ripped open his surgical wound. He was rehospitalized for more surgery. The sample was not returned for evaluation. This is the first complaint we have received of this nature. We have not received any info to suggest there was a manufacturing defect with the crutch. The end user should not have been wearing loose clothing that interfered with the crutch walking. The loose clothing is the most probable cause of the incident. Due to the injury that resulted and the crutch contributing to the event, this MDR is being filed.